Event description:
It was reported that the light cable was used with another manufacturer light source resulting in patient burns.

Event description:
It was reported that the light cable was used with another manufacture light source resulting in patient burns.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Based on the event description, the probable root cause could be attributed to incorrect light output emitted by the competitor light source. However, this cannot be confirmed since the unit has not been returned. Additionally, stryker does not indicate compatibility of the light cable with a competitor light source. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.